Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the complaint allegation of leak error code was confirmed due to a leak found in the instrument channel causing fluid invasion which affected the electrical components within the scope. The most probable cause was traced to component failure-expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited had an error code on image and a white residue inside the air/water channel. There was no patient involvement.